Manufacturer narrative:
(B)(4). Evaluation anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that there was leakage at the hub of guiding catheter. The guide catheter was replaced with another to complete the case. Additional information has been requested.